Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
An email was received regarding spinning spiros closed male luer, alleging a separation during patient use. It was reported that spiros's on the chemo syringe came undone from the syringe side. When put on the pump, the spiros with tubing connected to the syringe fell off. A small amount of chemo was spilled on the floor and was cleaned up appropriately. It caused a delay in the 24-hour cytarabine being administered. There was no patient injury.

Manufacturer narrative:
Received one (1) used list# ch2000s-c, spinning spiros® closed male luer, red cap; lot# unknown. The spin collar was observed to be activated. No damages to the shear tabs was observed. The reported complaint of the spiros disconnecting could be confirmed. The returned samples were observed to have been disconnected with the spin collar activated. No damage was observed on the shear tabs, and the samples tested met the product specification. The probable cause of the disconnection is unknown. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.